Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient stated that their pulse rate was two hundred forty beats per minute and they were taken to the emergency room. The patient was told that their device was malfunctioning and pacing incorrectly. The physician came in and put a magnet over the device and their heart rate went down. The device remains in use. No further patient complications have been reported as a result of this event.